Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to high atrial and ventricle impedance values as well as no atrial capture. After the ipg replacement, all leads measured within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.